Manufacturer narrative:
Medwatch report #101545-2018-0015 was received from vitas healthcare stating: the facility administrator stated that the patient was trying to self-transfer from her bed to the wheelchair and did not have the breaks locked. The wheelchair moved during the transfer and the patient fell to the floor fracturing her hip, requiring surgery. There is no malfunction alleged. The model # and serial # of the chair are not available. The owner's manual part no.1125095 page 7, states: "before attempting to transfer in or out of the transport chair, every precaution should be taken to reduce the gap distance. Turn both casters parallel to the object you are transferring onto. When transferring to and from the transport chair, always engage both wheel locks. If the transport chair is equipped with hand brakes, always lock both hand brakes before transferring to and from the transport chair." Should additional information become available, a supplemental record will be filed.

Event description:
The patient attempted to self-transfer to her wheelchair without the wheelchair breaks locked. The wheelchair moved during the transfer and the patient fell onto the floor landing on her right side. X-ray of the right leg showed a right hip fracture. The patient underwent surgical repair for the fracture.